Manufacturer narrative:
The main component of the system; other relevant device(s) are:: product ID: 3889-28, lot#: va0tkq6, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that their urologist told them that the leas was implanted too far from sacral nerves and that was the reason the device was not working. No further complications were noted or anticipated

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered a power on reset (por) code. The caller indicated that the por occurred about a week or two ago and thought that it could have been due to getting too close to the electrical heating chair the patient has, but the patient did not known for certain. The patient was advised to follow-up with their healthcare provider (hcp) in order to have the message cleared and determine the cause of the por. The caller indicated that the patient was scheduled to see their new hcp in (B)(6), but was advised that the patient should call to see if an early appointment could be made. Follow-up with the patient determined that on (B)(6) the patient noticed that their ins was not functioning and while they were planning on seeing a new hcp, they had not done so at the time of this report. Patient status is unknown at the time of this report and no patient symptoms were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the device was explanted on (B)(6) 2018. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s ins would be removed on (B)(6) 2018 at 12:30 pm. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was trying to find a physician who could remove their implant. No patient complications were reported.